Event description:
It was reported that the pt received a replace battery alarm. Allegedly, the pump would not boot up when the pt changed the battery. The pt replaced the battery cap and tried multiple new batteries in an unsuccessful attempt to turn on the pump.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed.